Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -14.00/1.5/100 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. Lens rotation was observed. The lens was repositioned on 12-feb-2024 and this did not resolve the problem. The lens was explanted on an unknown date. On (B)(6) 2024 a replacement lens of longer length lens was implanted and the problem was resolved.